Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The patient circuit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak, discovered during preuse checkout. There was no report of patient involvement.

Manufacturer narrative:
This reported complaint was reported in error. The part number is 8004515 (patient tube, hytrel, adult 0.9m) is a non-ge part and the manufacturer of the part is carefusion. Carefusion will be notified.